Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited a failure to sense and an oversensing issue. It was also observed that the set screw was stripped and couldn't be tightened. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the ventricular setscrew was not confirmed. As received, the pacemaker was returned without the v-setscrew. Electrical testing found the device had normal sensing and no other anomalies seen.